Event description:
It was reported that the lead had high bipolar impedance and elevated pacing thresholds. The lead was replaced. No patient complications have been reported as a result of this event.